Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach despite all instructions followed. On the same event, they tried a second and third capsule of the same lot, but it failed to attach and fell into the patient's stomach. There was no patient and user harm.